Event description:
Additional information was received that patient was replaced due to battery depletion. Explanted product has not been received to date.

Event description:
It was reported that patient was being referred for replacement as they having been having an increase in seizures over the last 6 months. Provider thinks device is depleted and has been for a least a year. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.